Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. The patient also had some phrenic nerve stimulation from rv pacing. The physician elected to replace rv lead. This rv lead was explanted. No additional adverse patient effects were reported.